Event description:
See also MFR report 3004209178-2009-00391. It was reported that the pt was hospitalized due to intense intermittent urinary pain. She has two interstim systems. The pt outcome is unk. Further info is being requested from the hcp.